Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
Reported as keratitis / inflammation of the cornea of the left (os) eye. Event is being reported in an abundance of caution due to lack of medical information and unknown outcome.